Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3, h6: a medtronic representative went to the site to perform a system check out and they found the system functioned as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during the l3-l5, the left side was done without issue. The surgeon went to the right and did those. They checked via fluoro and saw the screw on right l5 had skived superiorly and it was noted that there was skive potential and it did skive. The deviation was less than 3.5mm. It was stated that this issue was not due to the system. All screws were placed accurately except the last one skived due to poor planning. The surgical time was extended by less than 1 hour. There was no impact to the patient outcome.